Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was tested by bench handling, power cycling, and functional stress testing without duplicating the report. The processor/bridge/pace board and the defib cable receptacle were replaced as precaution.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend